Event description:
Pt wanted to know if the catheter could stay in place if there is a hole in one of the lumens MFR. Explained it should be removed because of infection. Pt md told them it could stay in. Pt because concerned and contacted several other sources about the issue and found out the catheter should be replaced.